Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling and pinnacle were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, pelvic organ prolapse, and an anterior vault prolapse after hysterectomy. The patient underwent the concurrent procedures of a paravaginal repair with mesh in the sacrospinous fixation to the apex and cystoscopy during mesh implantation.

Manufacturer narrative:
It was reported that following insertion the patient experienced chronic lower abdominal pain, vaginal pain, bleeding and painful sexual intercourse. The patient underwent release of mesh arm on (B)(6) 2009 and (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.